Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited both high out-of-range shock impedance measurements and high pacing threshold measurements. Initially, a rv lead malfunction was suspected by the health care professional (hcp), and a revision procedure was scheduled. However, given an improvement in patient condition, it was decided by the physician and patient to reprogram the device to monitoring only. No adverse patient effects were reported. This complaint is associated with clinical study ID: (B)(4).